Event description:
The initial reporter called in, stating in operating room (B) (6) the halogen light is unresponsive and is unable to turn on. Thereafter, stryker received correspondence from the sales rep stating that the light was now working but that it did not seat all the way to the left. Upon further investigation, it was identified that the c-clip component was not fully seated, which could potentially result in the light falling. There were no pts involved and no adverse consequences occurred as a result of this malfunction.

Manufacturer narrative:
There is no established expiration date for this device. Unk whether the initial reporter is a health professional. Further attempts will be made for this info. Device manufactured date is unk at this point. Further attempts will be made for this info. Evaluation summary: the said device was evaluated in the field. The c-clip was observed to be halfway in the groove. If this component is not fully in its proper location, a cascading sequence of events could potentially occur which may result in the light falling. This did not happen in this case since the issue was found prior to any adverse event. No pts were involved with this malfunction. Further investigation is ongoing. This is not a single-use device.